Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: pl5012 - 4208, r706051701 it was reported that on (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted using a 12f amplatzer amulet delivery sheath. The laa delivery system access site was the right femoral vein. The laa orifice width at the widest point was 19mm, and the laa depth was 30mm. The landing zone at the widest point was 17mm, and the landing zone at the narrowest point was 12mm. Heparin was administered during procedure. During procedure, the act was 320 seconds. No intraprocedural adverse events were reported. Prior to procedure, patient had been prescribed apixaban (eliquis) from (B)(6) 2020 to (B)(6) 2021. On (B)(6) 2021, patient's international normal ratio (inr) was 1.18, hemoglobin was 13.8 g/dl, and platelet value was 307 per microliter. Following the implant procedure on 20 july 2021, the patient began taking 75mg of aspirin/acetylsalicylic acid daily. On (B)(6) 2021, a transesophageal echocardiogram (tee) showed a thrombus on the device. The patient's inr was 1.08, and the patient's hemoglobin was 13.8 g/dl. The patient was hospitalized and administered intravenous (IV) antithrombotic heparin 25,000 units.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.